Event description:
It was reported the physician inadvertently punctured the dura during permanent implant. As a result, a blood patch was performed. Reportedly, the implant was successfully completed with no further patient consequences.